Manufacturer narrative:
Alleged failure: surgeons complains of grainy video and not optimal focus. Surgeon cannot get optimal focus using the coupler. [Update - no loss of image, replacements used to complete procedure]. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable due to the sterilization cycles and/or bending, kinking, high force impact or other damage to the cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that there was blurry image.